Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device coupling cone and turning ring appeared to have rust/corrosion, made unusual noise, the mode switch was under a lower limit, the transmission shaft stopped turning during power check but the motor still ran. It was also noted that there was a foreign substance/debris inside the coupling cone and the turning ring, electric motor and gear were not working properly. It was also observed that the mode switch was too loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver lab session, it was observed that the battery reamer device just stopped working. It was also reported that the internal components were not rotating. The reported event did not require a spare device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.